Event description:
It was reported that the patient experienced ineffective therapy with their scs system. It was also reported that the incision site (non-specific as to which location) had persistent lesioning/skin change that was of concern to the physician. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the scs system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.